Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. There is no further impact to the state of health of the patient reported. The examination showed that there was no malfunction of the x-ray system. The logbook entries showed that the executed system movement was initiated by the user through the auto drive function and was under his full control at all times. To execute a movement via auto drive, the operator must both press a key and deflect the joystick. Only then does the system move to a predefined or stored position. In addition, the device has a safety zone around the patient. If the user controls this area, the system slows down its speed of movement so that the movement can be interrupted at any time. Should a collision occur, the system has collision sensors that stop the movement when it is activated. It is not clear why the operator continued the systems movement and touched the patient. The system has been checked on site and no errors were found. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee multi-purpose system. During an endoscopic retrograde cholangio-pancreatography procedure (ercp), the system collided with the patient. The patient suffered a skin contusion and redness of the skin on the knee. The procedure was completed and it is not known at this time if medical treatment was needed.